Event description:
It was reported that during a percutaneous coronary intervention procedure, the inflation device gauge did not work properly. The lesion details are unknown. The physician attempted to inflate an unspecified balloon with the encore balloon catheter inflation device, and the needle of the gauge "moved suddenly". The procedure was completed with another of the same device. No patient complications were listed and the patient's status was reported as 'good'.

Manufacturer narrative:
Device evaluated by manufacturer: the returned device was analyzed by a variety of test procedures. The accuracy of the gauge was tested. Readings were taken at 13 atms and 26 atms and no issues were noted. The device locking mechanism was tested 20 times consecutively and no problems were observed. A pressure damping, a vacuum leak, and an encore leak testing were also performed and no issues were observed during these tests. The reported failure mode could not be replicated. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B) (4).

Event description:
It was reported that during a percutaneous coronary intervention procedure, the inflation device gauge did not work properly. The lesion details are unknown. The physician attempted to inflate an unspecified balloon with the encore balloon catheter inflation device, and the needle of the gauge "moved suddenly". The procedure was completed with another of the same device. No patient complications were listed and the patient's status was reported as "good".

Manufacturer narrative:
(B)(4)